Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer acknowledged that there was no interaction with the pump prior to the alarm, and therefore the alarm was valid. The customer's blood glucose (bg) level was 324 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.